Manufacturer narrative:
The facility stated that after a completed washing cycle, the vision single chamber washer/disinfector would not close when prompted by the user. The employee reached inside of the chamber to begin retrieving the instruments at which time the door rapidly came down on the employee's hand. Per discussion with steris service engineering, it is possible that a door obstruction initially prevented the door from closing. When the employee began unloading the washer, if the obstruction was cleared the door would come down at a rapid pace, until making contact with an obstruction ( in this case the employee's finger) and would go back up again. A steris service technician arrived at the user facility, inspected the unit and was unable to duplicate the reported event; no issues were noted. The technician confirmed the unit's door obstruction safety bar was operating according to specification and the door closing speed was correct. The unit was installed on april 4, 2014 and is under a steris service contract. The last preventive maintenance was performed on august 7, 2015 at which time the unit was confirmed to be operating according to specification. No further issues have been reported.

Event description:
The user facility reported an employee was injured while retrieving instruments from the reliance vision single chamber washer/disinfector. The employee sought and received medical treatment.